Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported low battery alarm or short battery life. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On august 08, 2022, the customer alleged for battery does not last, low battery alarm, and replace battery/replace battery now. Device passed displacement test, sleep current measurement, active current measurement, and self-test. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: low battery alarms on august 08, 2022 at 19:44:00.000, 08/04/2022 at 14:20:00.000, august 05, 2022 at 10:49:00.000, and august 06, 2022at 16:58:00.000. Failed batt/battery failed alarm on multiple alarms from 08/02/2022 at 20:34:30.000 to 08/08/2022 at 13:18:21.000. No unexpected battery alarms or alerts during testing. Device was cut open to perform visual inspection and found moisture damage on the electric board, force sensor, and motor noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained/faded serial number label damage. In summary, device passed required testing. Customer alleged for low battery alarm, and replace battery/replace battery now was not confirmed. Battery does not last/unexpected battery power loss was confirmed due to moisture damage on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Insulin pump alarmed with replace battery or replace battery now. Customer received a low battery alert prior to replace battery alert.

Manufacturer narrative:
Retainer ring = black. On august 08, 2022, the customer alleged for battery does not last, low battery alarm, and replace battery/replace battery now. Device passed displacement test, sleep current measurement, active current measurement, and self-test. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on august 02, 2022 at 19:44:00.000, august 04, /2022 at 14:20:00.000, august 05, /2022 at 10:49:00.000, and august 06, 2022 at 16:58:00.000. Failed batt/battery failed alarm on multiple alarms from august 02, 2022 at 20:34:30.000 to august 08, 2022 at 13:18:21.000. No unexpected battery alarms or alerts during testing. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 and 2, force sensor, and motor noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained/faded serial number label damage. In summary, pump passed required testing. Customer alleged for low battery alarm, and replace battery/replace battery now was not confirmed. Battery does not last/unexpected battery power loss was confirmed due to moisture damage on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report